Event description:
During a coronary stent implantation procedure, an attempt was made to use one 6f launcher guide cather when there was connection issues. It was also reported that there was a leak from the guide catheter. After connecting the y-valve/three-way valve connector at the proximal end of the catheter and tightening the knob, the fixation was not secure and the seal was inadequate. Even when the knob was turned to its limit, it could not be properly locked as the thread spun freely and slipped. The connector at the proximal end of the guiding catheter was loosely fixed and could easily detach when pulled. During pressurized contrast injection through the guide catheter pathway, contrast agent leaked from gaps at the connector interface, indicating loss of sealing. Because the knob could not be securely locked, contrast agent and heparinized saline injected through the catheter pathway leaked from the connector, resulting in an insufficient amount of medication entering the bloodstream and requiring additional contrast agent and flushing solution. The leakage also contaminated the surgical field. In addition, the unstable connection caused the catheter body to be prone to slipping, making it difficult to securely lock the guiding catheter sheath. The guide catheter was replaced with a new device of the same specification. After reconnection and tightening of the knob, the seal was confirmed to be intact with no leakage, and the procedure continued. The event did not result in drug extravasation into the patient and no drug-related adverse reactions were reported. No patient complications were reported as a result of the event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.